Manufacturer narrative:
Visually confirmed drill bit is broken. Approximately 8mm has been broken off of the tip and not returned for analysis. Fracture appearance is fairly brittle with secondary cracking, indicative of overload. Instrument is marketed and sold as a single-use instrument. The investigation suggests multiple use of the instrument as a potential contributor to failure. The age of the instrument suggests this as a possible contributor to failure. The above observations are consistent with misuse due to inappropriate surgical technique, resulting in the foregoing event.

Event description:
It was reported that the tip of the drill bit broke during a drilling process at a cervical procedure. Intra-operative and post-op x-rays did not reveal any trace of the broken tip left inside of the patient body. However, the broken off tip was not found in the operative field.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.